Manufacturer narrative:
Additional information: investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1015301 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1015301, test base part number 190-430 / lot 1015301. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015301 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Reference report: 1221359-2021-00774. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
A customer sent a cumulative report of four false negative results involving two lot numbers with the ID now covid-19 assay generated across two different testing sites. This report represents lot number 1015301. This is report two of two. The customer reported one false negative results using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2021; testing date and time is unknown. Confirmation testing was performed on a nasopharyngeal swab in viral transport media with abbott m2000 pcr provided positive results; CT values not provided. Confirmatory specimen collection occurred on (B)(6) 2021. Additional patient information, including symptoms, treatment and outcome, is unknown. No additional information will be provided per the customer. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.